Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient ¿had to go to the hospital multiple times because she was not able to properly monitor/manage her blood glucose¿. This complaint was opened to document unknown amount of hospital visits the patient was referring to with ¿multiple¿. The patient did to provide any further information regarding the event and was unknown what specific malfunction the patient would have experienced. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional h2 correction/additional information h6 type of investigation - additional h6 investigation findings - correction h6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient ¿had to go to the hospital multiple times because she was not able to properly monitor/manage her blood glucose¿. This complaint was opened to document unknown amount of hospital visits the patient was referring to with ¿multiple¿. The patient did to provide any further information regarding the event and is was unknown what specific malfunction the patient would have experienced. No other details were documented. Data investigation could not confirm the allegation. App data was provided for investigation. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.